Event description:
Shreds or fibers of tampon in body [foreign body in reproductive tract]. Shreds or fibers of tampon [device breakage]. Shreds or fibers of tampon in body when removed tampon [complication of device removal]. Case narrative: consumer reported via phone that tampon shredded inside vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on april 7, 2022. The investigation reopened (is in progress) for returned product received on april 6, 2022.

Event description:
Shreds or fibers of tampon in body [foreign body in reproductive tract]. Shreds or fibers of tampon [device breakage]. Shreds or fibers of tampon in body when removed tampon [complication of device removal]. Case description: consumer reported via phone that tampon shredded inside vagina. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Shreds or fibers of tampon in body [foreign body in reproductive tract] shreds or fibers of tampon [device breakage] shreds or fibers of tampon in body when removed tampon [complication of device removal] case narrative: consumer reported via phone that tampon shredded inside vagina. No serious injury reported.